Manufacturer narrative:
Additional information was received that the date of the event is (B)(6) 2020 and there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, and start-up process were performed. The customer reported problem was confirmed. Investigator replaced main board and that cleared up the problem. The pump had a blue token supercap. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited audible alarm error. No adverse effects were reported.